Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had unresponsive buttons. No further information provided.

Manufacturer narrative:
Intermittent button response on the down arrow button due to moisture damage on keypad traces. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, slightly peeling keypad overlay, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, severely faded serial number label and missing end cap address label.